Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported per patient¿s medical records that on : (B)(6) 2011: patient presented with the following preoperative diagnoses: l4-l5 and l5-s1 degenerative disk disease. Lumbar herniated disk. Lumbar spondylosis. Lumbar radiculitis. Lumbar stenosis. Chronic back pain. He underwent anterior retroperitoneal decompression and fusion. The following procedures were performed: l4-l5 anterior retroperitoneal discectomy, and decompression of cauda equina. L4-l5 fusion with peek cage, rhbmp-2 and graft. Peek cage x1. Graft and rhbmp-2. 5. Fluoroscopy. As per op notes, "at l4-5 disk space, I chose a 6 degree x 12 x 50 mm peek cage. I filled the center of the cage with graft and rhbmp-2. The cage was tapped into position." The patient tolerated the procedure well without any complications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.